Manufacturer narrative:
Correction: b6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was admitted and treated for congestive heart failure. The patient was later implanted with an implantable cardioverter defibrillator (ICD) system. During the implant, after the leads were in the vasculature and there were unsuccessful attempts to open the coronary sinus, the patient experienced chest distress, cough discomfort, tachycardia, low oxygen saturation, and breathing difficulties. Considering acute left heart failure, the physician deemed it related to the patient¿s underlying disease. The patient¿s condition did not improve after mask oxygen and medication. Anesthesiology was consulted and a tracheal intubation and ventilator assisted breathing was performed. The patient¿s condition improved and an ICD, right atrial (ra) lead, and right ventricular (rv) lead were implanted. The patient was transferred to the critical care unit (ccu) for monitor. While in the ccu, the patient repeatedly developed paroxysmal ventricular tachycardia (vt), fever, and continuous hypotension. Blood tests showed klebsiella pneumoniae and acinetobacter baumannii. In consideration of sepsis and renal insufficiency, continuous bedside dialysis, endotoxin absorption, ventilator assisted ventilation, and medications were administered. The patient was monitored for a gradual decrease in platelet and hemoglobin. A blood transfusion was performed. Later, the patient¿s blood pressure and pulse could not be obtained.external cardiac compression was performed and medication administered. The patient did not recover and passed away.  The cause of death was identified as klebsiella sepsis. It was noted that the patient experienced hypokalemia, ventricular tachycardia (vt) storm, and tracheal intubation after surgery, which increased their risk for septic shock

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was admitted and treated for congestive heart failure. The patient was later implanted with an implantable cardioverter defibrillator (ICD) system. During the implant, after the leads were in the vasculature and there were unsuccessful attempts to open the coronary sinus, the patient experienced chest distress, cough discomfort, tachycardia, low oxygen saturation, and breathing difficulties. Considering acute left heart failure, the physician deemed it related to the patient¿s underlying disease. The patient¿s condition did not improve after mask oxygen and medication. Anesthesiology was consulted and a tracheal intubation and ventilator assisted breathing was performed. The patient¿s condition improved and an ICD, right atrial (ra) lead, and right ventricular (rv) lead were implanted. The patient was transferred to the critical care unit (ccu) for monitor. While in the ccu, the patient repeatedly developed paroxysmal ventricular tachycardia (vt), fever, and continuous hypotension. Blood tests showed klebsiella pneumoniae and acinetobacter baumannii. In consideration of sepsis and renal insufficiency, continuous bedside dialysis, endotoxin absorption, ventilator assisted ventilation, and medications were administered. The patient was monitored for a gradual decrease in platelet and hemoglobin. A blood transfusion was performed. Later, the patient¿s blood pressure and pulse could not be obtained.external cardiac compression was performed and medication administered. The patient did not recover and passed away.  The cause of death was identified as klebsiella sepsis. It was noted that the patient experienced hypokalemia, ventricular tachycardia (vt) storm, and tracheal intubation after surgery, which increased their risk for septic shock. The patient is a participant in a clinical study.